Event description:
A malfunction alarm was reported by air liquide healthcare ireland, identified as malfunction 12, which occurred on august 25, 2015. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl; it was recorded at 165.6 mg/dl. Technical support assisted the customer in resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days. Meanwhile, the customer would use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.